Event description:
Pt reported obtaining a blood glucose result of "hi" (> 600 mg/dl) while using the suspect device. Based on this result, pt reportedly delivered 44 units of insulin glargine. Pt stated that 1 hr later, she retested blood glucose and obtained a result of "hi." Because blood glucose value had not changed, pt phoned emergency medical services for assistance. Upon their arrival, approximately 10 minutes later, pt's blood glucose reportedly measured 206 mg/dl on paramedics' device. Pt reportedly retested blood glucose, 1 minute later, on the suspect device, and obtained a result of 102 mg/dl. Pt indicated that no treatment was received. Paramedics reportedly left 15 minutes later. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.